Event description:
It was reported that the patient has pain due to the hardware. A routine follow up of an open reduction internal fixation of the left distal humerus revealed the distal humerus was completely healed. All hardware was intact and the decision was made to remove all the hardware. There weren¿t any patient complications with the removal. This is report 8 of 8 for (B)(4).

Manufacturer narrative:
Event date: unknown. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.